Event description:
During contrast injection, a bracco injeneering sa fastload¿ cta dual syringe broke at bottom. A re-scan and contrast re-injection occurred in order to complete patient exam. No harm to patient.